Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a hair was noticed shaver blade prior to surgery.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : a 4.0mm resector in an opened package was returned, after an initial examination of the returned package the alleged claim of hair on the blade was not confirmed. However, an unidentified material was found inside the blister (package). The probable root cause/s could be environmental conditions, inadequate cleaning process. (B)(4).

Event description:
It was reported that a hair was noticed shaver blade prior to surgery.